Event description:
A medtronic representative reported the site experienced inaccuracies with the straight suction after the probe verified. All other instruments were accurate. They exchanged instrument trackers and still encountered this inaccuracy with the straight suction. The surgeon successfully completed the ent procedure with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Hardware system check-out completed; all systems passed. Software has not been evaluated as of the date of this report.